Manufacturer narrative:
(B)(4). D6a: implant date: (B)(6) 2019. D10: unknown - unknown nexgen poly - unknown; unknown - unknown nexgen femoral component - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee arthroplasty. Approximately 5 years post-op, the patient reports experiencing pain, swelling, implant shifting, and worn bone and is ambulating with crutches. The patient is scheduled for a revision. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: (B)(4) - articular surface size ef 12 mm height use with plate 3 - (B)(6). (B)(4) - femoral component option for cemented use only size f left - (B)(6). (B)(4) - all poly petella standard cemented size 35 mm diameter 9.0 mm thickness - (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4; b2; b3; b4; b5; b7; d2; d6b; e1; g1; g3; g6; h1; h2; h6. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient was revised due to tibial loosening. The surgeon noted the tibial component to be grossly loose with no cement adhered to the titanium surface. All implants, except the patella, were exchanged. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices were received. Photograph of the explanted devices were provided but a detailed evaluation is not possible. The device history record was reviewed and no discrepancies relevant to the reported event were found. No medical records were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.